Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis due to the infusion device not delivering insulin correctly. The customer's blood glucose was approximately 25.0 mmol/l, he was unresponsive and had a seizure. He was taken off the infusion device and treated with an insulin drip, and he was discharged from the hospital on (B)(6) 2014. The customer started a different infusion device, and his blood glucose stabilized. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).